Event description:
(B)(4). Initial report: this spontaneous case report from (B)(6) was reported by a nurse to our local affiliate. Initial and follow-up information received on (B)(6) 2009, respectively were processed together, and based upon the information received on (B)(6) 2009, this case initially considered non-serious has been upgraded to serious medically important. This case involves a (B)(6) female patient who received poly-l-lactic acid to her lower cheeks. Two vials were used six months apart ((B)(6) and (B)(6) 2009) from batch a7018. Relevant medical history included hayfever and a rhinoplasty in (B)(6) 2008. Other products used included botulinum toxin type a for wrinkles (dysport [which was discontinued in (B)(6) 2009] and botox [which is ongoing since (B)(6) 2009]), and hyaluronic acid in (B)(6) 2008 to the naso-jugal folds, (B)(6) 2008 to the tear troughs, and nose correction with hyaluronic acid filler in (B)(6) 2009. Concomitant medications included contraception (B)(6). The nurse originally reported that the patient experienced a large nodular reaction over her face with no further information. On (B)(6) 2009, she reported that the event was serious medically important. She reported that the event began sometime in (B)(6) 2009. The patient began experiencing the beginning of hardening, and expanding of all injected areas injected with hyaluronic and poly-l-lactic acid. Celestone (betamethasone) was injected intra-lesionally and oral prednisolone was taken for two weeks. "Before" pictures were taken prior to treatment in (B)(6) 2009 and "after" pictures were taken in (B)(6) 2009. The pictures showed that the lesions reduced by greater than 50% and felt softer. The event remains ongoing. The reporter stated that the causal relationship is highly probable. Addendum for follow-up information received on (B)(6) 2009: the nurse reports that the incident was first noted on (B)(6) 2009. The patient received her first treatment in (B)(6) 2008 diluted in 5 ml of water + 1 ml of 2% lignocaine for a total volume of 6 ml injected via 3 ml in each lower cheek. The patient received another treatment in the same volume on (B)(6) 2009 (3 ml in each lower cheek). Following corrective treatment consisting of betamethasone and oral prednisone, the size of the lesions decreased and the lesions felt smoother. The event has not resolved completely. The patient has not had any similar events with other products, and no histology or tests were performed at the time of the event. The reporter stated that she did not think the reaction was likely to have been caused by hyaluronic as the patient has had many exposure in the past without such reactions.